Manufacturer narrative:
Additional information was received that the patient was administered an intravenous fluids. The physician believed that the headache was not device related and the cause was unknown. It was noted that the patient's pain was her headache.

Event description:
A report was received that the patient was experiencing headache following an implant procedure. The physician believed that the headache was not procedure related. Upon follow up, the patient's headache had subsided.

Event description:
A report was received that the patient was experiencing headache following an implant procedure. The physician believed that the headache was not procedure related. Upon follow up, the patient's headache had subsided.